Event description:
It was reported the patient experience difficulty with recharging the ins. The patient under went surgery in 2008, to decrease the implant depth and make the device more parallel to the outside of the skin. The patient was able to recharge successfully after surgery.